Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Medical staff reporting a left side ruptured implant diagnosed by ultrasound. Device remains implanted.

Manufacturer narrative:
The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device evaluation visual analysis of the returned device identified, weight to the spec, brown particles on the shell, and deformation. After autoclave cycle were observed: cloudy color in the gel and voids. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Pathology results shows synovial metaplasia, foreign body granulomatous reaction to silicone material, patchy chronic inflammatory cell infiltrates, benign breast tissue. No evidence of malignancy/lymphoma. Healthcare professional clarified that "the mammogram had suggested a ruptured implant but when taken out, no rupture was found." Device explanted and not replaced.